Event description:
At 8:19 p.m., the customer obtained a blood glucose reading of 441 mg/dl on a contour next ez meter. The customer retested his blood glucose with his wife's meter and obtained a reading in the range of 200 mg/dl. The customer did not provide the exact reading obtained on his wife's meter. There was no allegation of adverse event. The customer was advised to return the test strips for evaluation. A replacement meter was sent to the customer.